Event description:
A customer reported a malfunction on their pump. Customer¿s blood glucose (bg) level was 562 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.